Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres,the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was located in the iliac vein and the balloon ruptured during the 3rd inflation for 30 seconds. The procedure was completed with another xxl balloon.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres,the balloon ruptured. No patient complications were reported.